Event description:
Customer reported that their pump screen was dark and would not turn on. There was no reported adverse impact to the customer¿s blood glucose level. . Technical support instructed the customer on various troubleshooting steps, none of which resolved the issue. Customer reverted to an alternate method of insulin delivery.